Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture," and "silicone' granulomas in the retroareolar left breast and in the left axilla."

Event description:
Physician reported left side "rupture," "scattered cysts," and "silicone granulomas in the retroareolar left breast and in the left axilla." The device remains implanted.